Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted. Dried bodily fluid was noted in the helix mechanism up through the lumen. Cuts were noted in the silicone insulation, 248 millimeters (mm) from the terminal pin, noted to be most likely due to a grabbing tool. The conductor coils were deformed at 248, 267, 280 and 290 mm from the terminal pin. Resistance testing was completed to assess the electrical performance of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
The lead was later returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged after the implant of this patient's right ventricular (rv) lead. An attempt was made to reposition the ra lead; however, the lead exhibited high thresholds. The lead was therefore explanted and replaced. No adverse patient effects were reported.